Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off on (B)(6)2026. The customer continued to wear the pump and as a result, experienced an elevated blood glucose (bg) level of over 600 mg/dl, resulting in a visit to the emergency room and subsequent hospitalization on (B)(6) 2026. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. The customer was released 5 days later on (B)(6) 2026 with the issue resolved and no permanent damage. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer continued to use the pump for insulin therapy.